Manufacturer narrative:
Pump had stripped battery cap coin slot (p), cracked case at display window corners, reservoir tube lip, battery tube threads, minor scratched display window. Pump passed the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion and occlusion test. No unexpected low battery alarm noted. Unable to prime during prime/a33 test due to faulty fsr (gold). Unable to perform the excessive no delivery test due to prime anomaly.

Event description:
Customer called to report damage to the insulin pump. Customer reported that the battery cap is stripped and difficult to remove. Customer also reported that the rubber o-ring fell out of the reservoir compartment during a reservoir change. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.